Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during a hiatal hernia surgery that blade broke during use. There was no harm to the patient reported. There was risk of the losing the blade in the surgical site.

Manufacturer narrative:
The instrument was analyzed using a digital microscope. The scissors blade is bent and the cutting edge is damaged. Due to the bending, the pin is not longer guided by the guiding sleeve. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available the root cause of the failure is most probably user related. The bending of the blade is most likely caused by leverage during usage. The instrument is for delicate use only. The batch history review and 100% inspection with function test, a material and manufacturing error is excluded. A CAPA is not necessary. Additional information/correction: there was no risk of losing the blade in the surgical site. There were no negative consequences for the patient.